Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was part of a system revision due to infection with sepsis. The pacemaker was explanted and then was used as an external temporary device. The pacemaker was removed from service when a new system was implanted. There were no additional adverse patient effects reported. The pacemaker is no longer in service.